Event description:
The customer noted that they had been having repeatability issues with an unspecified number of patient samples tested for calcium and phosphate (inorganic) ver.2 (phos) for the previous week or two weeks on two c701 analyzers. Refer to the medwatch with patient identifier (B)(6) for information concerning the other c701 analyzer. The customer mentioned for example that a sample will have an original result of 9 or 10 mg/dl for phosphorus and when they repeat the test on the same sample, it will result as 2 mg/dl. The customer was able to provide actual data for one patient sample that had an erroneous phos result on this c701 analyzer. The sample initially resulted as 10.18 mg/dl and this value was reported outside of the laboratory. The sample was repeated on a different analyzer and resulted as 2.64 mg/dl, which was believed to be the correct value. The patient was not adversely affected. The phos reagent lot number was 60438801, with an expiration date of 12/31/2015. The field service representative determined that the cell rinse levels were misadjusted. He adjusted the rinse levels and replaced probes. He ran a precision check and it was within specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.